Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited peeling of the adhesive around the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The aware date should be march 26, 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (4) year since the subject device was manufactured. Based on the results of the investigation, olympus presumed, that the subject event was caused by stress of repeated use, external factors, or handling of the device. It was confirmed that instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.3 ¿inspection of the endoscope¿ describes how to inspect for the subject event. Olympus will continue to monitor field performance for this device.